Event description:
The customer stated they obtained questionable results for etoh2, ethanol gen.2 (etoh) on 1 patient sample. The initial etoh result was 1 mg/dl, accompanied by a data flag. The result was reported outside the laboratory as < 10 mg/dl. The ER called to question the result, stating it did not match the clinical assessment. The analyzer auto-repeated the test and obtained a result of 277 mg/dl, accompanied by a data flag. The test was repeated again with a result of 283 mg/dl. The 277 mg/dl was reported as a corrected result. All repeat testing was performed on the same analyzer that generated the original result. A review of the alarms on the analyzer revealed that 19 minutes before the erroneous etoh result was obtained, the analyzer had an abnormal probe sucking alarm. The customer did nothing to troubleshoot the alarm. There were no adverse events. The etoh reagent lot number was 65929001 with an expiration date of 10/31/2012. The field service representative was unable to duplicate the problem. He checked the fluid system. The gear pump was at 3k; the cuvette wash was ok; the vacuum was ok. He flushed the sample probe and checked alignment; all were ok. The cell blank was ok. The check test was successful; all passed.

Manufacturer narrative:
In addition to the abnormal probe sucking alarm, it was determined the instrument also generated a sample short alarm prior to the event. The operator did not follow the troubleshooting steps for these alarms, as specified in product labeling. There is no evidence for a general malfunction of the assay as quality controls were witin range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.